Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was not returned to the regional investigation center. The investigation was performed based on the provided information by the customer and field service. Olympus was able to confirm the customer failure and determined the following cause: due to absence of light-holder shank the light guide damaged and light transmission is too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional malfunction reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device have a broken latch. There were no reports of patient involvement.